Manufacturer narrative:
(B)(4). Additional narrative: the device was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause not identified. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(6) that the fill port cap of one (1) ce intermate lv 100 device was discovered missing. According to the report, the issue was noted prior to product use; therefore there is no patient involvement. No additional information is available.